Event description:
It was reported to philips that the system could not perform exposure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, customers were performing the diagnostic procedure and users used large focus to finish the procedure. The philips field service engineer (fse) inspected the system on site and confirmed that the system couldn't expose. Upon troubleshooting, the fse confirmed that tube filament was open, small focus is 7.28mh, which was abnormal. To resolve this issue, the fse replaced the tube. The defective part was returned to philips for analysis and found that the tube failing was large and small filaments blown after intensive usage. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.